Manufacturer narrative:
The device associated with this report was not returned. A provided photo of an x-ray confirmed the broken piece is in the patient's femur. A complaint database search finds no other reported incidents against the provided product and lot combination. No corrective action taken. Complaints will be monitored through post market surveillance sep 419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Drill bit tip broke off in the patient's distal femur.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.